Manufacturer narrative:
Patient was born in 1977, no exact date was reported. Information unknown/ not provided. Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the two lenses rotated following implantation. Od (right eye) zxr00 rotated by 14 degrees from its axis. 2 hours after implantation the intraocular lens (iol) position is ax 17. Next day (14.04) iol position is ax 3. 20.04.20 iol position is ax 7. 22.04.20 ax10. 29.04.20 ax 5. Last exam 18.05.21 ax 19. There were no interventions for the right eye performed. Pre-op vision: vis right eye (od) 0,05 sph -4,25 d cyl -0.50 ax24= 1,0 post-op: 18.05.2021: vis od 1,0 sph +0,25 d cyl -1,00 ax19 no additional information was provided. This report captures suspect lens for od. A separate report will be submitted to capture the suspect left (os) eye.